Event description:
It was reported that the biomed stated the arctic sun device did not cool to 5c. During manual control the flow was 1.5, inlet pressure was -6.8 and chiller temperature (t4) was 28.7. The mixing pump was failed, system hours were 2580, pump hour were 2334. The biomed requested quote for 2000 hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the level senor reads 1/2 full on empty tank. The l-tube & double l-tubing appears distended/expanded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted during decon that t2 was not dropping and a test mixing pump was needed to cool. Serviced the mixing (sn # (B)(6)) pump. Level senor reads 1/2 full on empty tank. The l-tube & double l-tubing appears distended/expanded. Performed 2k pm service on the unit. Serviced the circulation (sn # (B)(6)) pumps. Replaced the heater # 1518, with new heater # 2313, manifold o-rings, drain valves, tank tubing, level sensor, and the coin cell # 15.8.13., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related.correction: d,f,h.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device did not cool to 5c. During manual control the flow was 1.5, inlet pressure was -6.8 and chiller temperature (t4) was 28.7. The mixing pump was failed, system hours were 2580, pump hour were 2334. The biomed requested quote for 2000 hour service.